Event description:
It was reported a spectrum pump was constantly alarming for downstream occlusion. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported constant downstream occlusion alarms were unable to be reproduced, but were confirmed through review of the event history log. This condition was determined to have been caused by a failed downstream sensor with high fluid number readings with a fluid filled set. The downstream sensor was replaced.